Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient experienced inaccurate cgm values and requested sensor replacements for two sensors. She referenced three sensors at the time of the report; this file is for the event with the second sensor. The first sensor was used for 10 days without issue. The second sensor was inserted in the abdomen on (B)(6) 2026. Of note, the patient used a tandem t:slim x2 insulin pump. The event occurred on (B)(6) 2026, and she remembered few details of the time stating, ¿I had passed out and I actually woke up in the hospital hypothermic and everything.¿ after she regained consciousness, the cgm value was 40 mg/dl at the hospital. She assumed the cgm sensor #2 was inaccurate and her pump infused insulin based upon inaccurate cgm values which led to the loss of consciousness (loc). She used the tandem pump display screen to view her cgm values and was not utilizing the modified closed loop feature with the pump and cgm. At the hospital, a thermal blanket was used to correct the hypothermia. No treatment details for the hypoglycemia were specified. At some point sensor #2 failed and was replaced with sensor #3 on (B)(6) 2026. In describing the event she indicated, ¿I don¿t think the sensor was giving me correct readings, and then when I was in the hospital, that one that I don¿t think was giving me the correct readings.¿ this statement is presumed to refer to sensors two and three. The inaccuracy with the third sensor occurred during the hospital stay, and no bg fs or cgm values were provided. The tech support agent asked how the cgm second sensor contributed to the loc, and she stated, ¿we don¿t know why I got too much insulin.¿ she was instructed by the health care professional (hcp) at the hospital not to use the second sensor. The third sensor failed on the day of the report ((B)(6) 2026). There was no indication of any symptoms or effect to the patient as a result of the third sensor inaccuracy. The patient also indicated she was aware whenever her blood sugar was low, (no hypoglycemia unawareness), and was expecting to receive a new insulin pump soon. No bg fs and cgm value comparisons were provided during the call for either sensor. The length of time the patient remained at the hospital was not specified. She was in good condition at the time of the report. Although tech support made 3 attempts to obtain clarification of event details from the patient, no reply or new details were received. No other information is available. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.